Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error detected alarm that was not resolved from previous troubleshooting. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 due to connector resistance issue.